Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the crew attended a cardiac arrest this evening and were unable to gain IV access. As a result, the crew attempted an io and later realized there was just the needle and no catheter connected. The crew found this out after they had drilled into the leg of the patient. As the crew attempted to take out the needle and leave the catheter in place, the crew realized there was no catheter and just the needle. There were no more spare io's of that size on scene. The crew contacted (B)(4) to confirm the patient had a dnar in place as there was not one on scene. Crew then ceased resuscitation. It was reported that the patient is deceased due to cardiac arrest, but the device was not contributory to this.